Manufacturer narrative:
The suspect device was not returned for evaluation. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and no similar complaints for this lot number were identified.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The customer alleges the catheter came apart at the hub during procedure patient physician noticed patient was losing blood and second catheter was opened. The case went fine. Post procedure, the physician was testing the catheter again and the same thing happened. The patient received 30cc of blood. The patient was transferred back to nicu in good condition.